Event description:
It was reported that an individual on their second day of ilet use experienced difficulty reconnecting after a shower, followed by persistent hyperglycemia and a rapid rise in blood glucose after announcing a meal, with no insulin delivery alerts and no visible device or cartridge damage; a small amount of blood was noted upon site removal, and the event was suspected to relate to infusion site issues such as poor absorption or site shift. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting, education, and an infusion set change. Investigation included data review by the agent and guided troubleshooting, culminating in a site change to the opposite side of the body and reconnection, with instructions to monitor for improvement. Investigation of this case revealed no device alarms and no observable hardware damage, and suggested infusion site performance as the likely contributor to the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with a suspected infusion site issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.